Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer's blood glucose level was unknown. Customer did not proceed with air bubble troubleshooting due to customer already changing his infusion set items. Customer was unable to remove air bubbles. Reservoir will be returned for analysis.